Event description:
It was reported that the patient was in the hospital for the last three days because he was unable to urinate. The patient was implanted one week ago and was not able to sit up or stand currently. The patient's physician had not yet been notified, but wanted to see if the devices were on. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-33, lot# va00bkj, serial#, implanted: 2012 (B)(6), explanted: product type lead, product ID 3093-33, lot# v464762, serial#, implanted: 2010 (B)(6), explanted: product type lead, product ID 3037, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient, product ID 3037, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).